Event description:
The cannister rotation indicator was observed to be immobile. A fuse was found to have blown. There is no audible or visual alarm to indicate malfunction and the instrument continues to simulate correct operation. It relies too heavily on operator intervention. Blood placed in the cannister may have been inadequately irradiated, exposing blood recipients to possible graft vs host reactions. MFR. Instructions have been translated to english from french and do not provide explicit directions in some regards.